Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have sensor issues. Customer's blood glucose was 400 mg/dl. Device had also alarmed motor error alarm. Device was able to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm noted. The motor was tested outside to the device and passed. The insulin pump passed self-test, unexpected restart test and all operating currents measurement were normal. No unexpected low battery, weak battery or off no power alarm noted. No moisture damage inside pump noted. The minilink transmitter and blood glucose meter communicated properly with pump. No weak signal, lost sensor alarm or calibration error alarm noted during our testing. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.